Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation: one curved opening and broken of plug strap. No leak test due to device conditions. Microscopic analysis was performed which identified one opening/broken sharp and partial delamination of valve. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side valve assessed as unidentified (tear) opening. Broken sharp of plug strap assessed as unidentified (tear) opening. Partial delamination of valve assessed as adhesive failure.

Event description:
Healthcare professional additionally reported "valvular leak." Device has been explanted.